Event description:
The patient received two inappropriate shocks. At that time a wrong diagnosis of t-wave oversensing was diagnosed with a consequent tws reprogramming of rv sensing. At the next follow-up it was discovered that the lead had dislodged and the right ventricle was pacing the atrium. No other shocks were present but new episodes were registered. The lead was repositioned and remains implanted at this time.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the mechanical analysis a stylet intended for use with the lead was inserted but could be advanced only 1.5 cm towards the tip of the lead consistent with the clinical observation reported in the complaint description. Subsequent visual inspection revealed a deformation of the inner coil at 1.5 cm distal to the is-1 connector pin. Based on the characteristics it is reasonable to assume that this damage occurred due to over-rotation during the retraction of the fixation helix. During further inspection of the lead cuts in the insulation at 27.5 cm distal to the is-1 connector pin were noted which most likely resulted from the explantation procedure. Blood penetrated the lead in this area. No further deviations were determined which might have contributed to the clinical observations. The analysis did not reveal any sign of a material or manufacturing problem.